Manufacturer narrative:
User reported issue was confirmed. The main board was replaced. The device was retested to meet all the specifications on 12/11/2014. (B)(4).

Event description:
The user reported the device had an intermittent power issue. No patient was involved in this case.